Event description:
It was reported that during an in-office turbinate reduction, the device would not power the wand. A second wand was tried with the same result (no energy to wand). Procedure had to be cancelled (patient sent home). No injury or other complications were reported. Complaint 2 of 2. Reference (B)(4) for 1st failed device.

Manufacturer narrative:
Visual evaluation under magnification showed no electrode wear and no signs of activation on the returned devices. There were no manufacturing abnormalities visually observed with the returned wands. The wands were connected to a compatible controller and activated in saline solution using default and max settings and both devices created plasma as intended. The complaint could not be verified and the root cause could not be determined with confidence as functional testing showed the devices performed as intended. There were no indications during manufacturing record review that would suggest the devices did not meet product specifications upon release into distribution.